Manufacturer narrative:
The device was received for evaluation. Visual inspection identified a detached speaker. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported speaker issue clarified as "low volume sound', which was reproduced. The reported condition was verified. The cause was determined to be a detached speaker. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a speaker issue, which was further clarified to be " low volume sound". This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1314492-2021-02780. All information can be found under that manufacturer report number 1314492-2021-02780. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction h6: investigation finding code should be c0701 and not c0402 as initially reported.